Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s disease. It was reported the patient had poor coupling. The patient declined troubleshooting stating this happened before and she knew how to do it. No symptoms or complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer. When asked what were the circumstances that led to the poor coupling, it was reported "the programming went up one". The patient stated that to resolve the poor coupling, they charged against their skin instead of over their shirt. The patient reported the poor coupling had not really been resolved. They tried different places and did well to get 4 bars. Then, a lot of times it dropped to 2 and back to 4.